Manufacturer narrative:
It was reported that the reamer broke while drilling. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation identified that the distal end of the reamer had fractured into several pieces. Patient bone quality and surgical technique were not provided in the complaint. Additionally, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl reconstruction, the low profile reamer broke while drilling the femur tunnel. The blade was visible on video and easily retrieved using a grasper. The patient was not harmed and all fragments were retrieved. A new reamer was used to complete the case.